Manufacturer narrative:
8/21/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a lavh procedure. Reportedly, a previously fired cartridge was left in the device and fired a second time. The host stated the artery was severed as staples were not present in the cartridge. A new instrument was applied to complete the procedure.